Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation and leg pain. X-rays confirmed lead migration. The patient was diagnosed with deep vein thrombosis. Additional information received identified the patient's scs lead was repositioned on (B)(6) 2014. After the revision, the patient was diagnosed with a hematoma at the lead incision site. The patient was taken back into surgery and the incision site was washed out. The patient was kept overnight for evaluation, and it was later determined the patient's hematoma had resolved. The patient was programmed at his post-op visit and now reportedly has effective stimulation from his scs system.